Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. Add'l info was requested 01/31/2011 and 02/14/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was defective. Pt impact is unk. Add'l info has been requested.